Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one 0.018¿ x 70cm nitinol guidewire. The sample was received in its plastic hoop. No obvious use residues were observed. A burr was observed in the wire at the coil/core transition. Microscopic inspection of the coil/core transition revealed the proximal end of the coil wire to be peeled away from the core wire. While guidewire damage was observed, no evidence was discovered that informed root cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A lot history review (lhr) of redx2333 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when customer trying to put the guidewire through the introducer needle it felt rough not smooth and would not advance through. Has only happened once. (B)(6) 2021- returned wire was frayed.